Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B) (6) 2010, this pt presented for an abdominal aortic aneurysm procedure and was treated with gore excluder aaa endoprosthesis. The physician implanted all the gore devices successfully. Ballooning was performed from the proximal aortic neck to the iliac's down to the internal iliac's. Completion angiography revealed a proximal type I endoleak. The second coda balloon dilation ruptured the aorta. The aorta tore from the ostium of the left renal down to the superior mesenteric artery. Extravasation was seen on the right side distal to right renal. The trunk-ipsilateral leg component was deployed up to the level of the left renal (left was lowest renal) leaving no room for potential aortic extender components. Due to the pt's blood pressure dropping, the physician elected to convert the pt to open repair. The physician explanted the trunk-ipsilateral leg component (discarded at facility) and left both contralateral leg components within the pt. The pt tolerated the procedure and is reported to be in stable condition. Bypass of superior mesenteric artery was also completed during the procedure. The cause of the type I endoleak remains unk. There was a slightly angled proximal aortic neck (degrees unk) and a small amount of calcium on left side of the aorta. During open conversion, the physician noted the aorta was very frail with thin walls. Post-operatively, the right renal was lost completely, and the left renal reconnected. The procedure was within IFU and sized appropriately.